Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) during initial drain. The hp reported that there was air in the patient line. The technical service representative (tsr) assisted the hp in ending therapy. The hp confirmed to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.